Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure for posterior spinal fusion at t11-l3 and l2 kyphoplasty. It was reported that planning was completed preoperatively by the surgeon. The manufacturer representative and surgeon reviewed the plan with special attention paid to skin incisions, screw alignment, and rod alignment. The representative and the surgeon spoke before the case and decided to use dual schanz pins with the dynamic schanz arms for the system mount. This would reach the top of the construct and provide the most stability. The representative attempted a 10 point test and the arm was shaking as it was moving to position. The representative went to superuser and reset movements and gains. The system was then shut down, waited for 5 min, and turned back on. The representative then performed a 10 point test with no issues. A 3 point test was accurate as well as the shoulder calibration was checked. System was put on the bed easily. Csr assisted the scrub tech with draping instructions. Dynamic schanz was put on either side of the arm. Two schanz pins were inserted by the surgeon into the psis. The system was brought into place and the dynamic schanz arms were inserted into both schanz pins. The system was tightened. 3 define was performed. Draw spine was performed at l3. The representative asked the surgeon to create a larger draw spine and they did so. Sent to the ap. Sent to the oblique and got images. For the first registration, 1 ap and 2 oblique shots were necessary to achieve registration. Labeling was performed of l3 using the basic algorithm. Green values were seen at each level. The representative and surgeon confirmed no shift. Sent to t11 left. As the surgeon was inserting the knife handle through the arm guide, dry blood came out of the arm guide. The surgeon asked for the nurse and told her what was going on. The representative told the surgeon that they would have to undrape everything and get a new instrument set for the system. The surgeon decided to clean the arm guide and proceed with the case. K-wires were inserted into all trajectories on the left side. At t11 right, the surgeon noted that the reduction tube did not feel right. Lateral and ap shots were taken. It was noted that t11 right was lateral, and every trajectory on the left side had deviated inferior. The surgeon removed all k-wires. The surgeon wished to re-register the system. New images were acquired. For the second registration, 2 ap and 2 oblique shots were necessary to achieve registration. Labeling was performed off of t12 using the basic algorithm. Green values were seen at each level. Representative and surgeon confirmed no shift. The representative sent to t11 left. Lateral and ap shots were taken. The surgeon was pleased with the placement. The surgeon placed k-wires at t12 left, l2 left, and l3 left. Another lateral and ap shot were taken. All 3 of these wires had deviated inferiorly. The surgeon removed the k-wires and freehanded the rest of the trajectories. They also asked the representative to send the case to israel and get a response on what occurred.